Event description:
According to the available information, the fixed anchor spontaneously loosened during the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed to be associated. There was one nc (B)(6)associated with lot. However, the issue identified in the nc (sterilization) is not related to the reported issue of this complaint. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend.